Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00170 on (B)(6) 2013. On (B)(6) 2013 additional information: the customer sent the patient samples to siemens healthcare diagnostics for further testing and investigation. The samples were tested on multi lots for the advia centaur (B)(6) total assay. The lot numbers were 054, 056 and 057. (B)(6) total (index value): sample a: lot #: result: (B)(6). Sample b: lot # result (B)(6). Other tests and results: sample a: (B)(6). Sample b: (B)(6). Based on the above testing and results, samples a and b fit the (B)(6) classification for a recovered/recovery sample.

Event description:
(B)(6) advia centaur xp (B)(4) total results were obtained by the customer on two patient samples. The (B)(6) results were considered discordant when compare to (B)(6) results on an alternate test method and other (B)(4) test results. The customer performed repeat testing in duplicate for both patients and the results were (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur (B)(4) total test results.

Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur xp (B)(4) total results is unknown. The customer noted that their quality control results were within range at the time of the event. Siemens has requested that the discordant sample be provided for further investigation. The instructions for use (IFU) states in the intended use section: "the advia centaur (B)(4) total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or edta plasma using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false (B)(6) results." "Assay performance characteristics have not been established when the advia centaur (B)(4) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." "Assay performance characteristics have not been established for the use of the advia centaur (B)(4) total assay as an aid in determining susceptibility to (B)(6) infection prior to or following vaccination in infants, children, or adolescents."